Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a non-emergency procedure, which was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to emit x-rays. The fse reviewed the logfile and confirmed ippc malfunction. Upon functional testing, the fse found that the lateral image control pc (ippc) and os control disk was not working. To resolve the reported issue, the fse replaced the os control disk and reinstalled the related software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.